Manufacturer narrative:
Siemens reviewed instrument log files data. Customer had the patient list enabled on the analyzer. The "last sample" option was created to accommodate a specific need in surgical suites where the system is measuring many back-to-back samples for the same patient during a procedure and the operator needed to minimize the amount of time spent doing data entry so that they could instead concentrate on the patient. The name chosen for this option in setup; secured options; analysis options is "save demographics." Unless customer is working in an or and running multiple back-to-back samples customer should be encouraged to turn off "save demographics." Customer has been advised to disable patient list feature. Customer was not using the feature as documented in the operator's guide. Instrument is performing as intended. The root cause of the event was determined to be an operator error.

Event description:
Customer reported that during the measurement, the patient ID (which was displayed above the results) on the analyzer changed and "wrong" patient name was printed out. There was no report of injury due to this event.